Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the vloc suture reload popped out of the device. The rabbit ears were still down. There was no patient injury. The suture reload fell into the patient cavity, but was not left in the patient.

Manufacturer narrative:
(B)(4). Post marketing vigilance concurrently with engineering led, an evaluation one suturing device and one suture. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for each device, indicating proper alignment of the jaws when toggling the needle. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.